Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified test strips expiration date is 04/30/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Customer called complaining that his meter is defective because he has been obtaining lo displays from the meter for about two weeks now. Customer detailed that about 2 months ago his physician lowered his dosage of novolog from 80 units to 70units and the nph insulin from 30 units to 20 units because he was obtaining low results but never lo.